Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The device is available for eval, but has not yet been received. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received associated a cypher with flared stent prior to use in the patient. The target vessel was the left anterior descending coronary artery. The lesion was de novo, highly calcified and tortuous with 95% stenosis. Prior to inserting the cypher in the patient after flushing with heparin, the physician noticed the distal edge of the stent to be flared when he removed it from the protective sheath. A different cypher was used to complete the procedure. There was no report of injury to the pt.